Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 4/2/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved. No symptoms and medical attention reported at the time of the call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained 488mg/dl. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer did report symptom of "not feeling himself." Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called in states the meter read 488mg/dl fasting and took 16 units of insulin under doctor's instructions and states he tested five minutes later and meter read 211mg/dl non-fasting. Customer states his normal fasting range is 150-200mg/dl fasting and states the readings are too high and that it could not have dropped so much in five minutes. Customer states he felt off during the time of call and refused to go to the hospital. Customer refused to provide any information from the meters memory and stated at the time of call he did not feel himself and could not answer all of the questions.